Event description:
A malfunction was reported on the customer's pump, marked by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to call back if the malfunction code reappeared. The customer understood and acknowledged the guidance provided.